Event description:
It was reported to boston scientific corporation in 2009, that a speedband superview super 7 multiple band ligator was used during the esophagogastroduodenoscopy with banding procedure performed two days prior. According to the complainant, the first two bands fired successfully. The following two bands misfired and came off the ligation tip before they were fired. They pulled the scope out of the patient and the bander had one broken band. Two additional bands were crossed over each other and therefore they could not be fired. The procedure was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Other (broken band). The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.